Event description:
It was reported that the patient experienced an inappropriate shock. The patient's son alleged that the device "damaged his father's heart". The implantable cardioverter defibrillator was explanted and replaced. No further information was reported.

Manufacturer narrative:
Analysis of production records completed. No device problem found.